Event description:
It was reported that a physician trained in the use of the proglide, used the device to close an arteriotomy site after interventional procedures on both legs. The cases were considered difficult and the sheaths were left in place while the pt was sent to recovery. Shortly afterward, the pt sat up while sheaths were in the artery, and a hematoma formed on the right side. The physician deployed the proglide to the right femoral artery. Hemostasis was achieved. One hour later the proglide closure was attempted to the left groin, however, there was no pulsitive flow. The device was deployed over the wire and retrieved without hemostasis. An angioseal was then deployed, along with manual compression to achieve hemostasis. The pt had pulses post-deployment, but blood pressure and heart rate continued to drop, and the pt coded. The pt's condition was stabilized and 24 hrs later it was observed that the left leg lacked pulse. The pt was sent to surgery for a cut-down. The angioseal was removed, however the proglide suture was in the posterior wall of the artery. The physician performed a bypass of the femoral artery. The pt's condition remained unstable resulting in death 2 days later.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.